Event description:
It was reported that coating issue occurred. The target lesion was located in the below the knee (btk) artery. A 300 cm v-14 controlwire guide wire was selected and advanced through the non-bsc support catheter to the target lesion. During the procedure, the wire made a tight loop and the radiologist successfully pulled back the device a little despite encountering some resistance. However, it was noticed that a little piece of the wire coating approximately 1.5 cm from the tip was missing. The wire was then removed and by putting negative pressure on the support catheter, the piece of coating was sucked out of the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: a visual inspection was performed and the device presents the distal tip peeled at 298.9 cm to 299.2 cm from the proximal end. The distal tip is kinked and bent at 298.0 cm from the proximal end to distal end. All outer diameter measurements met specification. The guidewire length was measured and found to be 300.4 cm. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).